Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use information was received from a manufacturer's representative (rep) via a patient (pt) regarding an external device. The reason for call was the rep reports that pt began to complain about 1 month ago of recharging issues stating that they needed to recharge more frequently, and that recharging sessions would frequently end due to either coupling or error codes with "rm03". The rep reports that they attempted to look at recharging diaries but that only a few sessions were recorded and that the patient's implantable neurostimulator (ins) date was set to 2011. The rep reports that he set the ins date to the correct date and will meet with the pt again next week to look at recharging diaries. The caller was not with the patient. Technical services reviewed the rm03 message. The rep reports that the pt stated today that they are still seeing this message, and they plan to meet with the pt again next week and will bring spare external components to try a recharging session, and will clarify with the pt which components they had previously replaced and when. Additional information was received from the manufacturer repr esentative (rep) reporting that the patient¿s speed was lowered by one level and there were no more warnings or issues. It was believed that the device may have been heating due to high settings as well, very superficial placement. Further reported that the patient complained of heating at the recharge site and did not specify if it was the recharger or ins. Power of the recharger was decreased and the heating did not occur anymore. The issue was resolved.